Event description:
A malfunction occurred in the customer's pump, and this was reported after the customer refreshed their browser while updating the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction code recurred. As a result, they arranged for a replacement pump to be sent to the customer. The customer will use multiple daily injections (mdi) as a backup. The customer acknowledged and understood all instructions given, including how to store the pump, with all necessary communications completed to ensure a smooth replacement process.